Event description:
Boston scientific received information that this pacemaker detected intermittent loss of capture on a non-boston scientific rv lead. An x-ray noted that the terminal pin may not have been all the way into the header. Measurements through the pacing system analyzer were normal. However, when the lead was reconnected to the pacemaker a loss of capture was noted again. The physician elected to replace the pacemaker, however, after the new pacemaker (k063) was implanted intermittent capture was still noted. Therefore the non-boston scientific lead was surgically abandoned and a new lead was successfully implanted. The physician has thought the issue could have been related to a microdislodgement or a cardiac tissue issue. No adverse patient effects were reported. The new device (k063) remains implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. The device passed all functional testing which confirmed proper operation of the pacing, sensing, and recording functions of the device as well as the lead impedance testing functions. The reason for explant and return was not confirmed through testing and detailed analysis.